Manufacturer narrative:
Product event summary: manufacturer's analysis could not replicate the customer comment about the programmer overheating. However, it was confirmed that the programmer was overheating due to overheated messages on a sensor. Analysis could not confirm that the printer was broken or that there was a problem with the port. It was indicated that the programmer failed incoming audio tests and that the power cord bay hadbroken latch tabs. It was also indicated that the radiofrequency head and electrocardiogram connectors were loose. It was also indicatyed that the display hasp was broken, the keyboard latch was broken, and that the system fan was noisy. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer was overheating. The printer was also broken and the universal serial bus (usb) port didn't work. The programmer was returned for service. No patient complications have been reported as a result of this event.